Manufacturer narrative:
Discrepant negative reactions in antibody screening for one patient's sample. The root-cause of the discrepant negative antibody screening result for patient¿s sample could not be identified, although it could not be excluded that it is sample related, the anti-d(rh1) and anti-c(rh2) antibodies being weak and/or at detection limit of the reagents and techniques used. No general product failure is identified. No biased result was reported to the physician as the ortho vision analyzer is under validation phase. The patient was not harmed.

Event description:
Complaint reporter is reporting a discrepant negative reaction in antibody screening testing for one patient sample in indirect antiglobulin test (iat) using biovue technique on their ortho vision biovue analyzer. Complainant: dr. (B)(6), laboratory manager. Complaint reporter: mrs (B)(6). Event date: (B)(6) 2016. Reported on: (B)(6) 2016 dr. (B)(6) who reported it the same day to the helpdesk. Software version: 3.6.0. Reagents: ortho biovue system poly cassette lot ahc026f exp. 23 february 2017. 0.8% surgiscreen lot 8ss296 exp. 27 december 2016. Bio-rad red cell reagent types, lot and expiry date not provided. Diamed panel red cells, lot and expiry date not provided. Patient information: patient was known by the customer before testing, to have a mix of anti-d(rh1) and anti-c(rh2) antibodies. The reporter said that, on (B)(6) 2016, the customer had tested a known sample as part of validation testing for antibody screening in iat technique using ortho biovue system poly cassette and 0.8% surgiscreen in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with the three cells of the red cell reagent (cassette ID (B)(4)). The reporter said that on the same day the same sample was tested for antibody screening in iat technique using their routine method from bio-rad with a ih1000 analyzer and that they had obtained a weak positive reaction with the first cell of the red cell reagent. The reporter said that using a diamed panel they were able to identify the mix of anti-d(rh1) and anti-c(rh2) antibodies. No further detail was provided for this testing performed with diamed technique and bio-rad techniques. The customer said that no biased result was reported to the physician as the tests performed on the ortho vision biovue analyzer are for comparison only, the ortho vision biovue analyzer being under validation phase. The customer said that the patient was not harmed as a result of the reported event.